Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report reference numbers: 2938836-2019-01997 and 2017865-2019-04138. During a follow-up, it was noted that the device had migrated within the pocket and resulted in the dislodgement of the right atrial (ra) and right ventricular (rv) leads. The dislodgement of the rv lead resulted in episodes of inadequate and inappropriate therapy. During a repositioning, while attempting to relocate the ra lead, the helix would not extend. The ra lead was explanted and replaced and the rv lead was repositioned to resolve the event. The patient was stable with no adverse consequences reported.